Event description:
On (B)(6) 2025, the user called reporting an occlusion alert on the ilet shortly after training. Blood glucose (bg) was not impacted. The user was instructed to open the alert and resume, then advised to monitor bg and call back if the alert reoccurs so a test can be performed and the occluded part replaced if needed. No symptoms were reported during the event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.